Event description:
The dealer told (B)(4) that the batteries were changed a few days ago and they are complaining they can't turn the chair off. Ernie states he told bob that they be in the joystick and he said he will call us back once he checks the joystick.